Manufacturer narrative:
D10 concomitant medical products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6), sigphandle, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic rectal resection, the reload was installed into the powered stapler and it was tested properly with no abnormalities. After confirming the need to transect the rectal tissue, the surgeon proceeded with firing, and the screen indicated the firing speed was in zone two. While the surgeon was firing, an issue occurred with the reload; the joint emitted a noise, and there was a visible sign of damage. The surgeon opened the jaws and found that neither the staples nor the blade had been deployed. The reload could no longer be returned to the 0¿ articulation by the powered handle and could not be removed from the adapter. The screen on the powered handle showed an error wherein the adapter could not be calibrated. A new reload and a manual handle were used to complete the case. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload had a full staple complement. The reload was attached to the returned adapter. The reload was articulated to the side. The jaws are partially clamped. The blowout plate was noted to be damaged and protruding out the side. The laminates were herniated out of the side opposite the articulation flag. Functional testing was precluded due to the observed condition of the reload. It was reported that the instrument did not fire and the articulation joint was broken. The reported issues were confirmed. The most likely cause could not be established from the information available. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.